Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
It was reported that the microsensor wire was broken and there was no report of injury or delay. Only the sensor part was placing under the dura. A removal surgery was not performed because of the acute stage of head injury. It is planned to remove it when the patient¿s condition has stabilized. No further information was provided by the hospital. The product will not be returned.

Manufacturer narrative:
The patient and device codes were omitted from the previous report. This report has been updated to reflect the corrected information. At present, we consider this complaint to be closed.